Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia which was treated with glucose/carb intake, had symptoms such as loss of consciousness treated with ems/ambulance/ER visit . The event involved product(s) mmt-1881. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-1881.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in sections b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported a hypoglycemic event on april 14, 2024 at 15:30. Blood glucose at the time of event was below 2 mmol/l with symptoms of loss of consciousness. Emergency medical services were dispatched and took the customer to the emergency room at 16:30 for the low. Customer was treated with a drink and intravenous infusion. Even though customer did not allege over delivery at the end of the call on april 15th, customer later, on april 25, 2024, wanted to get a new pump due to the over delivery malfunction. Per case-2024-00387974, customer had sensor updating, calibration not accepted, and change sensor alerts. However, it is unknown if these alerts occurred at the time of the low. Per customer, most recent set change was on april 13th and customer was disconnected during the rewind/prime sequence. Pump was used within 48 hours of the low. Customer stated auto mode was not used. Customer has discontinued the pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.